Event description:
The intra-aortic balloon was inserted into the pt on 8/11/98 at 7:05 am and removed on 8/12/98 at 7:00 am. The intra aortic balloon did not malfunction. The pt had severe bleeding and a transfusion was required. Also surgery was required. The pt had a right femoral artery pseudo-aneurysm. (Event complications: bleeding/transfusion/surgery/rt femoral) artery pseudoaneurysm. (Pt's current status: discharged - reported 2/1/99).